Manufacturer narrative:
Remote service personnel communicated with the customer who requested parts to replace the faulty speaker. No direct analysis was performed. Based on the results of the information provided by the customer and remote customer care, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. The issue was resolved by providing a replacement speaker assembly. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating there was a speaker malfunction error. It is unknown if there was sound produced or not. The device was not in use on patient at time of event, there was no adverse event reported.